Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of less than 10 mg/dl at the time of the incident. The customer was at 74 mg/dl at the time of the call. The customer was given food and glucose tablets to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer believes the low was caused by not eating after bolusing. The customer stated that their sensor wasn't connecting to their pump and they were getting a lost sensor alarm. The insulin pump will not be returned for analysis.

Event description:
The date of the event was (B)(6) 2017.